Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the set point switch cover missing but still functions as intended. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined since the device performed as intended. Factors which can lead to coag issue include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the device. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that either the controller or the foot pedal weren't working to provide coag to the wand. Hemostasis was achieved with a suction cautery device to finish the case. No patient harm or procedural delay. Complaint 2 of 2. See (B)(4) for related controller complaint.